Event description:
It was reported the patient could ¿manipulate¿ and stimulation would turn on and off. It was noted a new lead resolved the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# l69567, implanted: 1999-(B)(6), product type lead. Product ID 3487a-33, lot# l69567, implanted: 1999-(B)(6), product type lead. Product ID 3210, serial# (B)(4), implanted: 1999-(B)(6), product type transmitter, product ID 3487a-33, lot# l69567, implanted: 1999-(B)(6), product type lead. (B)(4).